Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was received at middle of life 2 (mol2) battery status, with a monitoring voltage of 2.60 volts. A review of device memory revealed the device had reverted to safety fallback mode on (B)(6) 2011 after recording three memory errors. Laboratory technicians restored the device functionality, and the device passed all manual defibrillation, pacing, and sensing tests. Laboratory analysis was not able to determine the cause of the memory corruption. However, by reverting to a safety mode, as designed, the device continued to provide life saving brady and tachy therapy while implanted.

Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator revealed a fault code message that stated: "warning: a pulse generator fault has occurred. Device functionality is permanently limited to a single zone shock only configuration. Tachy rate and duration remain programmable. Pacing is non-programmable. Therapy history and diagnostics are unavailable. The device had entered safety fallback mode for an unknown reason. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.